Event description:
It was reported that the multiple cartridges was damaged at the cartridge tubing. On (B)(6) 2025 the customer's blood glucose level reached over 700 mg/dl, resulting in a visit to the emergency room and subsequent hospitalization. The customer was treated with saline and insulin resolved the issue without any permanent damage. The customer was released on (B)(6) 2025 the caller was able to change the cartridge¿s and successfully resume insulin therapy.